Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported feeling a "abdominal twitch" at the same time every morning and it wakes them up from their sleep. The allied health professional (ahp) at the clinic had questions regarding the right atrial (ra) lead position check feature and if could be causing the symptoms. Follow up was completed with the ahp. The ahp was able to verify that reprogramming was completed. The patient reported still feeling the twitch even after the position check was turned off, but during the most recent follow up with the patient the symptom seems to have subsided/terminated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.